Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded by the facility and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy device instructions for use states that dissection and hypotension are possible adverse events which can occur with use of the device. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used to treat the proximal and mid lad without incident. The lad treatment was completed with balloon angioplasty and stent placement. The oad was re-positioned to treat a highly calcified lesion in the circumflex artery, which was about 4-5mm in diameter. During the second treatment of the proximal circumflex artery on low speed, the patient's blood pressure decreased. The oad was retracted slightly, and the patient's blood pressure returned to normal. Following a third treatment of the circumflex lesion on high speed, a morphological change was observed on imaging; the opinion of the physician was that no dissection or perforation had occurred at that time. Two atherectomy treatments were then performed on the left main coronary artery. The oad was removed, and angioplasty and stent placement were performed in the circumflex artery. Following stent placement the patient's blood pressure decreased significantly and the patient coded. Life-saving measures were administered for 45 minutes, and the patient expired while a surgeon was being consulted. The opinion of a non-treating physician present during the event was that a dissection had occurred in the left main coronary artery. The treating physician could not determine the specific cause of the possible dissection, the hypotension, or the patient's death.